Event description:
It has been reported to philips that the system was able to cine but did not produce fluoroscopy. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned cardiac treatment was performed by the customer when the issue occurred, and the procedure was aborted and completed by moving the patient in another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system could perform cine imaging; however, it could not generate fluoroscopy. Review of the system log file showed that the failure in 2q converter. To resolve this issue, fse replaced converter, reattempted the tube adaptation, and successfully completed calibration. The defective converter was returned to philips for analysis. During the testing phase, the tube adaptation process was unable to complete and was ultimately aborted due to error codes 02ww and 02hw. Diagnostics from the oscilloscope indicated an asymmetric high-voltage (hv) structure, which suggested that stable hv output was not present, thereby making x-ray generation unfeasible. The analysis concluded that the converter is electrically defective. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.